Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and installed the most current software revision, which resolved the issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that a ventilator graphic user interface (gui) display went blank. There was no patient involvement. There is no report of death or serious injury associated with this event.